Manufacturer narrative:
H3, h6. The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision total knee arthroplasty was performed (B)(6) 2021 due to infection. It was communicated that the requested clinical documentation and current patient status were not available. Based solely on the component¿s manufacture/expiration dates, the revision was performed at greater than 5 years (>5 years) post implantation. Although late onset infection post-prosthetic implantation is rare, the occurrence usually is a result from hematogenous spread (secondary bacteremia due to infection from another site). In the absence of the requested medical documentation, clinical factors (and/or source of the infection) which could have contributed to the reported event could not be definitively concluded and a causal relationship could not be confirmed. The patient impact beyond the reported unspecified periprosthetic infection and revision could not be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 25 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that infection has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Based on the clinical/medical evaluation conclusions, sterilization review was not performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka has been performed on an unspecified date, the patient experienced an infection. This adverse event was solved by a revision surgery on (B)(6) 2021, in which the gii oxin p/s fem right siz 8, gii ps hi flex isrt sz 7-8 13, gen ii mis tib base cem sz8 rt and gii oval resurfacing pat 38mm were explanted. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).